Manufacturer narrative:
As reported, the visual indicator of the 6f exoseal vascular closure device (vcd) turned completely black, but the button was too hard to press. The button did not depress halfway. The device was discontinued, and hemostasis was achieved by manual compression. There was no reported injury to the patient. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). No abnormalities were observed prior to use. The procedure used a retrograde approach. The femoral artery suitability, including the vascular sheath introducer insertion angle of 30¿45 degrees, was verified by angiography. The vessel diameter was confirmed to be at least 5 mm, with no visible calcium, plaque, stent, or stenosis >50% at or near the puncture site. The exoseal vcd advanced through the sheath without resistance or the use of excess force. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until it engaged with the indicator wire cowling, locked securely against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. Retraction continued until the indicator window changed to solid black. The exoseal vcd was securely locked with the vascular sheath introducer, and the deployment button was fully depressed and flush with the handle, with the indicator window showing solid black at the time. The product was not returned for analysis. A review of the manufacturing documentation associated with lot: 18469745 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "deployment lever (button) frozen/locked" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the visual indicator of the 6f exoseal vascular closure device (vcd) turned completely black, but the button was too hard to press. The button did not depress halfway. The device was discontinued, and hemostasis was achieved by manual compression. There was no reported injury to the patient. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). No abnormalities were observed prior to use. The procedure used a retrograde approach. The femoral artery suitability, including the vascular sheath introducer insertion angle of 30¿45 degrees, was verified by angiography. The vessel diameter was confirmed to be at least 5 mm, with no visible calcium, plaque, stent, or stenosis >50% at or near the puncture site. The exoseal vcd advanced through the sheath without resistance or the use of excess force. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until it engaged with the indicator wire cowling, locked securely against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. Retraction continued until the indicator window changed to solid black. The exoseal vcd was securely locked with the vascular sheath introducer, and the deployment button was fully depressed and flush with the handle, with the indicator window showing solid black at the time. The product was inadvertently discarded together with other devices after the procedure was completed.